Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, it was determined that the motherboard does not start up and does not provide a picture at the video outputs. The housing fan is running at maximum speed. Because no image is displayed, the device information cannot be read out. The error description provided by the customer, "no image on monitor, loud noise from fan" could be confirmed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, all of the output display ports cannot generate images to the monitor. There is a loud noise from the fan. The error occurred after 5 months of use. No death or (unanticipated) serious deterioration in state of health reported.